Manufacturer narrative:
A ge service representative performed an on site investigation. The user interface was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 7900 system images were no visable on the monitor and the collimator would not rotate. No patient injury was reported.